Event description:
.An endurant stent graft system was implanted in a patient for the endovascular treatment of a 53 mm in diameter and 104 mm in length abdominal aortic aneurysm. The proximal neck was 20 mm in diameter and 22 mm in length. The left common iliac artery was 19.6 mm in diameter and the right common iliac artery was 19.3 mm in diameter. The right external iliac artery measured 10.2 mm in diameter and the left external iliac artery measured 8.9 mm in diameter. The right internal iliac artery measured 20 mm in diameter and the left internal iliac artery measured 19.9 mm in diameter. It was reported that the index procedure a type I endoleak was observed and was successfully treated with ballooning. A type IV endoleak was also noted and left untreated. After the procedure it was noted that the patient¿s inguinal region was infected and there was a hematoma. A type ii was attempted to be embolized; however, the treatment of type ii endoleak approach failed and was abandoned. During the next month several event occurred with the patient. Four days post index procedure the sutured wound was again opened for the additional treatment for type ii el and hemostasis for right inguinal region. Hematoma was found. A couple days later the patient had an increase in the white blood cell count to 94000 (right after that, it soon exceeded 100000). In the next six days, total number of bilirubin was elevated to 10. The condition of renal failure got worse rapidly. Specimen material found pseudomonas aeruginosa and e. Faecalis (sepsis). It was reported that approximately one month post index procedure the patient expired. Cause of death is liver cirrhosis. The patient will not have an autopsy. Physician¿s comments: patient had liver cirrhosis and blood coagulation disorder. After evar, the patient¿s inguinal region was infected and they also had a hematoma. The type ii and type IV endoleak had not resolved. Though embolization was tried for lumbar artery and ima for the treatment of type ii endoleak, approach was failed and was abandoned. The physician stated that the event was not device or procedure related.

Manufacturer narrative:
(B)(4). Results: death, hematoma, infection, endoleak. Pre-existing conditions. Conclusion: death, hematoma, infection, endoleak. Pre-existing conditions.